Event description:
Alleged issue: the balloon was filled and it broke. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). No sample is available for the manufacturer to evaluate. The manufacturer will continue to monitor and trend relating complaints.